Event description:
In 8/89 a 180 cc bio-cell textured silicone gel implant was placed post-operatively, the pt complained of increased migrain headaches, otherwise, she is quite asymptomatic. Both xeromamogram & ultrasound confirms a definitive rupture on the left implant.